Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03850. It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified distal right coronary artery to atrioventricular branch. Following pre-dilatation, a 2.25 x 38mm synergy¿ stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent got lifted. Subsequently, it was replaced with a 2.25 x 38mm synergy¿ stent. The device was advanced but it also failed to cross. When it was removed, it was noted that the stent was also lifted. Dilatation was again performed repeatedly with a high-pressure balloon catheter. When the vascular system was fully dilated, another 2.25 x 38mm synergy¿ stent was advanced and was deployed successfully. Then, another 2.25x32 synergy stent was deployed in the area before the lesion and the procedure was completed. No patient complications were reported and the patient's status was good.